Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve has been placed under consideration for a redo avr procedure after an implant duration of six (6) years, eight (8) months due to severe prosthetic valve regurgitation. The patient presented with heart failure. The plan is to do cta with possibility for a future tavr. As reported, echo showed evidence of severe prosthetic aortic regurgitation, likely subacute, decline in his ef, lvef 40 to 45%, and moderate to severe mitral regurgitation with moderate to severe pulmonary hypertension. His doctor mentioned that the aortic regurgitation is likely secondary mitral regurgitation. The patient continues to be symptomatic at rest or with minimal exertion. It is unclear if the prosthetic regurgitation is due to possible underlying infection/endocarditis or due to degenerative changes. Patient received an intramuscular shot, but it was unclear if it was an antibiotic. Clinically, the patient recovered from the acute infection; however, about a month ago, he had a sudden decline in his activity levels due to limiting shortness of breath, noticed worsening swelling in his legs, and experienced significant orthopnea.

Manufacturer narrative:
H11: additional manufacturer narrative: updated section b5. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve underwent redo avr procedure after an implant duration of six (6) years, eight (8) months due to endocarditis (gemella haemolysans, onset: april 2025) and severe regurgitation. The patient presented with shortness of breath and chills. The procedure was performed with a homograft. Patient was discharged on pod #11.